Event description:
It was reported : the thickness of the graft on one side is different from the other side. Additional information was requested by integra.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.